Manufacturer narrative:
No pt present at time of incident. The system was evaluated at the site. The reported issue was not able to be duplicated by medtronic personnel. A new mouse and cord was installed and the old mouse has not been returned to the manufacturer for evaluation. The system was fully functional and the system checkout showed no anomalies. The site was also instructed to remove pt exams to free up space on the hard drive.

Event description:
A medtronic rep reported that the treon system is freezing in landmarx and cranial4 software. Synergy spine software works fine. Mouse was moving ok, but when you click on the screen, there was no response from the program. Touchscreen does not function. Hard reboot to get the system to function. Hard drive is 70% full. There was no pt present.